Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed as the required product/lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
On (B)(6) 2012, the patient had a left hip arthroplasty to address osteoarthritis. Depuy components were implanted during this procedure. No mention of manufacturer of cement. On (B)(6) 2021, the patient had a revision left total hip to address mechanical complication of left hip prosthesis. The indications for surgery included, symptoms consistent with metallosis and excessive wear. During the procedure, the surgeon observed gross black tissue staining and a pseudotumor. The surgeon noted that the polyethylene shell completely broken free of the liner and the head was articulating with the cup. There was a large amount of titanium wear debris in the shell. The depuy acetabular cup was retained and the surgeon elected to use a bur to roughen the undersurface of the cup. The surgeon then roughened up the back of the new cup and cemented the competitor cup into the retained depuy cup. The stem, head, and acetabular liner were removed. Doi: (B)(6) 2012. 2012 dor: (B)(6) 2021 (left hip).

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> on 10/11/2021, the patient had a revision left total hip to address mechanical complication of left hip prosthesis. The indications for surgery included, symptoms consistent with metallosis and excessive wear. During the procedure, the surgeon observed gross black tissue staining and a pseudotumor. The surgeon noted that the polyethylene shell completely broken free of the liner and the head was articulating with the cup. There was a large amount of titanium wear debris in the shell. The depuy acetabular cup was retained and the surgeon elected to use a bur to roughen the undersurface of the cup. The surgeon then roughened up the back of the new cup and cemented the competitor cup into the retained depuy cup. The stem, head, and acetabular liner were removed. Competitor components were implanted during this procedure. Doi:(B)(6) 2012 dor: 10/11/2021 (left hip). The product was not returned to depuy synthes, however radiological images were provided for review. The radiological images were reviewed, however they do not represent the reported complaint condition. The images show what appears to be the competitors components that were implanted during the revision of the left hip. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. The overall complaint was not confirmed as the radiological images provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot ==> the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
Product complaint (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: b5 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records were received: on (B)(6) 2012, the patient had a left hip arthroplasty to address osteoarthritis. Depuy components were implanted during this procedure. No mention of manufacturer of cement. On (B)(6) 2021, the patient had a revision left total hip to address mechanical complication of left hip prosthesis. The indications for surgery included, symptoms consistent with metallosis and excessive wear. During the procedure, the surgeon observed gross black tissue staining and a pseudotumor. The surgeon noted that the polyethylene shell completely broken free of the liner and the head was articulating with the cup. There was a large amount of titanium wear debris in the shell. The depuy acetabular cup was retained and the surgeon elected to use a bur to roughen the undersurface of the cup. The surgeon then roughened up the back of the new cup and cemented the competitor cup into the retained depuy cup. The stem, head, and acetabular liner were removed. Competitor components were implanted during this procedure. On (B)(6) 2021 the medical records note the patient had multiple surgeries: 9 on the right hip, 3 on the left hip (no specific info). Patient reports having constant pain in the bilateral hips, lumbar spine, and cervical spine. The patient¿s impairments include pain, pelvic alignment issues and decreased function. On (B)(6) 2022, a rehab outpatient communication reports that the patient stated that they had metal poisoning. Doi: on (B)(6) 2012 dor: on (B)(6) 2021 (left hip).